Manufacturer narrative:
One device was returned for repair in used condition. The service history review had no indication that the complaint was related to a service of the device within the review period. The event log showed a few cassettes not attached alarms. Visual evaluation of the device found degraded downstream occlusion (dso) sensor due to severe bubbling of the dso seal. Device alarms cassette not attached when open/close latch handle. The cause of the primary problem was the dso sensor. The dso sensor was replaced to resolve the reported error. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cassette is not attached. There was unknown patient involvement and unknown patient harm/adverse event was reported.